Manufacturer narrative:
Additional information was added to b5, h3, h6, and h10: b5: the device underinfused during infusion. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was difficult to determine if the product depicted was a baxter secondary set or more specifically which product code. Customer later confirmed that the issue was not with the baxter set or baxter spectrum pump but rather an issue with the non-baxter connectors that were used. The device was not received for evaluation; therefore, a device analysis could not be completed. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set overinfused while in use with a sigma pump. The infusion lasted 48 hours instead of 24 hours. The set was connected to a bd phaseal injector and their connector. There was no report of patient injury or medical intervention associated with this event. No additional information is available.